Event description:
Healthcare professional reported right side rupture, pain, swelling and exchange from textured to smooth breast implant due to the patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on anterior side assessed as surgical damage. Pain: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, swelling, anxiety-product/procedure.

Event description:
Healthcare professional reported, right side rupture. Pain, swelling. And exchange from textured to smooth breast implant, due to the patient¿s concern with the product. Device remains implanted.